Event description:
A physician reported via a sales representative that a male patient received solesta (dextranomer/ hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Medical history and concurrent medications were not provided. On (B)(6) 2013, the patient received solesta. No antibiotic prophylaxis was given prior to the procedure. On (B)(6) 2013, the patient experienced rigors along with a high fever, requiring admission to the hospital. The patient was initially treated with piperacillin/ tazobactam and metronidazole for broad spectrum coverage. A blood culture and urine culture were positive for escherichia coli and a diagnosis of e. Coli sepsis was made. Antibiotic treatment was changed to ceftriaxone. On (B)(6) 2013, the patient was discharged on ciprofloxacin and metronidazole. He was asymptomatic at the time of discharge. The physician felt it was doubtful that the events were caused by solesta. He stated that given the rectal area, e. Coli can be expected. In addition, this patient was his second patient of three that day and the other patients experienced no adverse events.

Manufacturer narrative:
The report concerns a patient who received solesta without antibiotic prophylaxis and developed e. Coli sepsis the day after injection treatment requiring hospitalization. The case has been assessed as unrelated by reporting physician. As MFR we consider the injection procedure per se as a potential contributing factor and can therefore not totally exclude a possible causality. See scanned page.